Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient called technical support to report drain complications and pain during treatment. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the peritoneal dialysis (pd) patient experienced stomach pains and developed cloudy effluent during treatment on (B)(6) 2015. The patient was unable to complete treatment using the cycler and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The patient was requested to come into the clinic the following morning on (B)(6) 2015 for culture and was diagnosed with (B)(6). The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. There were no reported fluid leaks during treatment prior to infection. The nurse stated the patient was not hospitalized for the episode of peritonitis and was being treated in-clinic for fourteen days. Per pdrn the patient was last in the clinic on (B)(6) 2015 for a checkup and indicated as of (B)(6) 2015, the signs and symptoms of peritonitis had resolved. The patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Peritoneal dialysis pts with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. In this specific case, the pd nurse reported that the pt acquired the peritonitis due to touch contamination. Pd fluid culture was positive to staphylococcus epidermidis, sensitive to the majority of antibiotics tested. At the time of this review, again according to the pdrn nurse, the pt is doing well with antibiotic therapy and remains on ccpd.

Event description:
Medical records were provided by the pt's dialysis center. Pt reported stomach pain and cloudy effluent during treatment on (B)(6) 2015 and was cultured and diagnosed with an episode of staphylococcus epidermidis peritonitis per culture performed on (B)(6) 2015. On 10/26/2015, the pt experienced abdominal pain on his right side while draining and being dry, with complaints of experiencing bloody and cloudy effluent over the past few nights with complications of cycler making noises and stopping to work, forcing the pt to perform renal replacement therapy via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2015, the pt presented to their pd clinic, effluent was collected for culture and sensitivity results, the pt was diagnosed with peritonitis, and gentamicin was prescribe and initiated with unk dose frequency via ip route to be added to manual therapy bags. The pt's pd nurse reported that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment. On (B)(6) 2015, the pt complaint of abdominal pain had improved with little to no pain, with clear effluent, but experienced a retaining of fluid. On 11/02/2015, final pd fluid lab results revealed staphylococcus epidermidis, gentamicin was discontinued and vancomycin was prescribed and initiated every three days for a total of 14 days of treatment via ip route with unk dose. Lab data reported from (B)(6) 2015 revealed pd fluid white blood cell count 11. As of (B)(6) 2015 the event of peritonitis resolved and the pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without issue.